Manufacturer narrative:
Device is a combination product. A synergy ous mr 3.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts on the 7th and 8th distal stent strut row was noted to be lifted from their crimped position. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 31jul2019. It was reported that crossing difficulty was encountered. The 93% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. After a non-bsc guide wire crossed the lesion, pre-dilatation was performed with 2.5 x 20mm non-bsc balloon catheter, then a 3.00 x 38 synergy drug-eluting stent was advanced, but failed to cross the lesion despite 3 attempts. The procedure was completed with another 3.00 x 38 synergy drug-eluting stent. There were no patient complications nor injuries reported and the patient was stable. However, returned device analysis revealed stent damage.